Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system interface, video controller, and display adapter pcb's were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that when taking x-rays the viewable image went all grey and the systems technique tracked to max. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.